Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer treated low blood glucose value with food and glucose tablets. Customer using insulin pump within 48 hours of low blood glucose of event. Based on customer¿s report customer did not allege that insulin pump had over delivery. Customer also reported that the insulin pump was on auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was reported that insulin dripping from end of set before connecting at their site. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.